Event description:
I have a implanted spinal cord stimulator device that is not working correctly. On (B)(6) 2010, I reported to boston scientific my stimulator is not charging any more. This is my third spinal stimulator implanted in my hip/back. The first two stopped working or slide out and stopped after frying me for an hour at (B)(6) and then doctor's office. Now this one is not working correctly. (B)(6) told me I need to pay (B)(6) more for a new piece. This one has only been in me for 16 months. I have told them many times I don't think it's charging right but they only say its me. It take always over two weeks before one of their tech can even come and check it out. I'm still waiting for a tech to help me. I talked to him (B)(4) today. He told me he may be able to see me sometime next week (B)(6). Today is (B)(6). Frequency: 24 hours a day 7 days a week. Dates of use: (B)(6) 2008 first one implanted, (B)(6) 2008 third one implanted.